Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when the bd micro-fine¿ pen needle 31gx 5mm was opened, a larva in a cocoon was discovered inside. The following information was provided by the initial reporter: hello, I bought 5mm pen needles and after opening the needles, it turned out that there was a larva in a cocoon inside. Fortunately I did not use the needle.

Event description:
It was reported that when the bd micro-fine¿ pen needle 31gx 5mm was opened, a larva in a cocoon was discovered inside. The following information was provided by the initial reporter: hello, I bought 5mm pen needles and after opening the needles, it turned out that there was a larva in a cocoon inside. Fortunately I did not use the needle.

Manufacturer narrative:
H6: investigation summary: one open 31g x 5mm pen needle sample and teardrop label were returned from lot. No. 2019492, cat. No. 320518. Visual examination of the returned sample was carried out and a bug was observed on the inside of the teardrop label. Ftir analysis was carried out on the bug like material and it confirms the insect was identified as being a clothes moth. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the sample was returned open it is not possible to confirm if the moth entered the teardrop label during the manufacturing process.